Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were not provided at the time of the incident. The customer stated that the insulin pump alarm reoccurred within a week. Troubleshooting was provided for the insulin pump error alarm. The alarm was able to be cleared. It was stated that this was the second occurrence for this alarm. The insulin pump will return for analysis.

Manufacturer narrative:
The device passed the displacement test, rewind test and prime/seating test. The device alarmed hardware low level failures during the basic occlusion test due to corroded motor home switch. Unable to perform the force sensor test and occlusion test due to hardware low level failures alarms.